Manufacturer narrative:
Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the exact cause for the embolization into the ventricle cannot be determined; however, the edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic surgical aortic valve stenosis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. System updates pending: method: no testing methods performed. Result: no results available since no evaluation performed. Conclusion: known inherent risk of procedure; human factors.

Event description:
As reported through our brazilian affiliate, during a transfemoral procedure within a pre-existing surgical aortic valve, during deployment the 23mm sapien xt valve embolized into the left ventricle. As reported, during delivery balloon inflation, the sapien xt valve jumped into the ventricle. The delivery system balloon was deflated and the sapien xt valve remained in the left ventricle on the guidewire. A 23mm balloon catheter was inflated inside the sapien xt valve and pulled the valve inside the surgical aortic valve. After the valve was sufficiently anchored, a second 23mm sapien xt valve was implanted inside the first valve. The patient was stable. Per report, the implant team does not know why the valve jumped into the ventricle during inflation.

Manufacturer narrative:
Cine images were submitted for review, no echo provided. The following observations and impression were made by an edwards physician proctor. Procedural angiography: previous implanted surgical aortic valve viewed but unable to identify good wire position, 1st valve embolization image not provided, 1st xt valve too ventricular and appears too large for surgical valve, 2nd xt valve deployed higher than 1st; not fully expanded. Unable to measure previous surgical valve annulus, however appears too small for a sapien xt 23mm. First xt valve deployment images not provided. Unable to determine ¿why valve jumped into the ventricle during inflation¿. Recommended 20mm bav with contrast to help measure annulus. The 2nd valve not fully expanded.